Event description:
Patient undergoing carpal tunnel syndrome release with stratos carpal tunnel release system (B)(6) 2021 had a blade from the stratos system become dislodged and captured within the patient's wrist unknown to care team. Patient with ongoing symptoms until repeat trip to the operating room in 2025 identified the retained blade and it was able to be removed.